Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12march2019. Philips field service engineer (fse) confirmed led failure and found speaker failure. Fse replaced the power management pcb and speaker, tested unit passed all tests and is ready to be returned to service.

Event description:
Customer reported led failure. Philips field service engineer (fse) reported speaker failure as well as led failure. No patient/user harm reported.

Manufacturer narrative:
Date of report: 17jun2019. Date rec'd by MFR: 14jun2019. Visual inspection of the returned power management printed circuit board assembly (pm pcba) the failure investigation (fi) technician noted bent pins on j4 connector. The failure investigation (fi) technician realigned the pins and performed testing the fi technician was unable to replicate the failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.